Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level was 900 mg/dl at time of incident. Customer also states that the diabetic ketoacidosis, mild heart attack and kidney issue. The customer was assisted with troubleshooting. The customer was treated with insulin drip. The device will not be returned for analysis.